Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced (B)(6). The cause, treatment for, outcome of the peritonitis were not reported. No further detail was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available.